Event description:
During implant, helix rotation difficulties were observed on the right ventricular channel prior to inserting into the patient. The lead was exchanged and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil in the connector region consistent with damage occurring at the time of procedure. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil in the connector region.